Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. A correction injection via mdi was administered to address the bg. The customer removed the o-ring and successfully re-loaded the cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.